Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. In this case, this was the fourth or fifth use of the file. The pt will return in two weeks for doctor to attempt retrieval of the file. Pt follow-up will be required and reported, as info becomes available.